Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The dilator was also received. The soft gray tip had been fractured into pieces and the tip marker exposed. The sheath tip degradation is consistent with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the sheath tip degradation remains unknown.

Event description:
Following insertion of the sheath, it was noted that it started to disintegrate at the distal end. Both the sheath and tacticath catheter were replaced to continue the procedure with no consequences to the patient.